Event description:
The customer reported to olympus the evis exera iii bronchovideoscope, the scope reads error code b30 (scope communication error) when connected. The issue occurred during the preparation for use. The procedure was diagnostic. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the reported b30 scope communication error issue could not be determined, however, due to an observed leak in the bending section, there was likely an ingress of water into the scope connector, resulting in an electronic component malfunction. The event can be detected/prevented by following the instructions for use (IFU) which states: important information ¿ please read before use precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope, the scope reads error code b30 (scope communication error) when connected. The issue occurred during the preparation for use. The procedure was diagnostic. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: exera identification chip did not transmit data; leak on bending section cover or distal sheath rubber glue; distal end plastic cover chip had sharp edges; bending section cover or distal sheath had a leak; bending section cover or distal sheath rubber glue had a crack; objective lens had peeling cement; forceps passage insertion tube required attention; brush passage insertion tube required attention; image had noise after tip sleeve unit and cable unit failed; bending section had abnormal shape on second bending section; insertion tube boot had a dent; control body had corrosion; scope connector had corrosion; low angulation; the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.